Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device system exhibited over-sensing of noise, resulting in inappropriate shocks on 06mar2026, 11mar2026 and 18mar2026. At the time of the shock the patient reported to be painting. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, and provided recommendations for programming options to mitigate myopotentials and extent smart charge. The device remains implanted. No additional adverse patient effects were reported.